Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that the catheter was revised. It was later reported that an inflammatory mass at the catheter tip was found on MRI. The catheter was revised on (B)(6) 2014. The spinal portion of the catheter was removed and replaced with a new spinal segment. The patient status was reported as ¿alive-no injury¿. The device system was delivering dilaudid, bupivacaine, and clonidine. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information later reported the mass was not removed. The catheter was sent to the hospital pathology department.